Manufacturer narrative:
Manufacturer's investigation conclusion: a direct cause of the reported exudative effusion could not be determined. A direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported pleural effusion and sero-sanguineous drainage could not be conclusively established through this evaluation. The patient remains ongoing on vad support. The heartmate 3 lvas IFU lists all adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including bleeding and infection. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a chest tube place on (B)(6) 2018 for mod-large pleural effusion. There was 700 ml of sero-sangenous drainage drained and the fluids were suggestive of exudative effusion. The chest tube was removed on (B)(6) 2018.